Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (fails due functional issue) was confirmed. Upon investigation, the charger was resetting due to an internally shorted q202 component. The root cause of the shorted q202 was unable to be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger fails due functional issue.